Event description:
The nurse assisting a (B)(6) old male pt contacted zoll lifecor customer support to report that there is a message on the pt's monitor stating "connector not connecting". The pt's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The cause for the broken electrode belt was a broken trunk cable connector. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.